Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to implant a titanium trochanteric fixation nail (tfn) system, the connecting screw and impactor instruments broke while the surgeon was hammering to insert the nail. The surgeon was unable to continue with the tfn system implantation and had to remove the nail with an extraction screw. The surgery was delayed four hours due to the reported event. The event resulted in loss of fracture reduction. The patient's post-operative status was reported as "ok." This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported no fragments were generated when the devices broke. The reduction of the fracture was not adequate; however, the procedure was successfully completed. Concomitant parts: extraction screw (part and lot unknown, quantity 1).

Manufacturer narrative:
Product investigation summary: the investigation of the returned coupling screw (part: 357.377) has shown that the instrument is broken off at the welding joint between the shaft and the head piece. The knob was not received for evaluation. Furthermore, the thread is also badly marked. The connecting screw was, as far as possible, analyzed for conformance to print specifications. The device history record was researched as well with no abnormal findings identified. Manufacturing and inspection records indicated that there were no problems with the lot in question, which was manufactured in august, 2010. The visual inspection confirmed that the item was broken. Marks and scratches are present all over the surface of the device. Without further clinical information, the exact root cause cannot be determined. However, the complaint condition was most likely caused by excessive hammering. The complaint is determined not to be the result of any product-related deficiencies. No indications for product-related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Other number¿UDI (B)(4) lot number unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of complaint device. Date complaint device was received by manufacturer. A device history record review was completed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device lot. The date of manufacture (release to warehouse date) is aug 26, 2010. The complaint device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.